Event description:
A n-395 monitor has no audio, and the problem was found prior to use on a patient. No patient harm was reported.

Manufacturer narrative:
Unit has been received and is pending for investigation.